Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional information was received, it was reported that there was no evidence of hydrogel outside the perirectal fat layer. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2025, under local anesthesia. A post-procedure magnetic resonance imaging (MRI) found 2.30 cc of hydrogel in the internal iliac vein. A second MRI performed on (B)(6) 2025, showed a decrease on the amount of hydrogel in the internal iliac vein. On this second MRI there were 1.99 cc of hydrogel found. There were no patient complications reported. The patient received his radiation therapy with a linear accelerator (linac), he received 5 fractions. Additional information received on april 1, 2026 the core lab updated the data entry in the database. There is no evidence of hydrogel outside of the perirectal space on the 3-month MRI. There is no alleged malfunction or device deficiency against the device used on the placement procedure.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2025, under local anesthesia. A post-procedure magnetic resonance imaging (MRI) found 2.30 cc of hydrogel in the internal iliac vein. A second MRI performed on (B)(6) 2025, showed a decrease on the amount of hydrogel in the internal iliac vein. On this second MRI there were 1.99 cc of hydrogel found. There were no patient complications reported. The patient received his radiation therapy with a linear accelerator (linac), he received 5 fractions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.